Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. H4: the device manufacture date was unknown d10: concomitant device: speedtrap device, therapy date: on (B)(6) 2024. (B)(4)

Event description:
It was reported by the sales rep in japan that during a arthroscopic anterior cruciate ligament tear arthroplasty for aclt surgical procedure on (B)(6) 2024 the 2x speedtrap white devices could not be used for surgery. Although the graft was loaded into the first speedtrap, the tissue was too thick to wrap properly and could not be used. The surgeon was able to wrap the graft with the speedtrap and graft fixing with no problem. However, the suture broke during screw fixation on the tibial side after insertion of the grafted tendon and fixation on the femoral side. The tibial side could not be fixed. A new same device was used for surgery. Grafting was performed by assistant surgeon, and the cause of suture breakage was identified. The surgery was completed successfully within a thirty minute delay. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided. This is report 2 of 2 of the same event.